Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 590 mg/dl. The current blood glucose was 341 mg/dl. Customer declined troubleshooting for her high blood glucose. Customer reported that, his pump wakens him up with an alarm, when checked the pump would not turn on anymore. Customer already put a new battery. The customer reported that, the insulin pump had failed battery test alarm and battery out limit alarm. Ran self-test which was passed. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.